Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hematoma, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of a hematoma appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted into the anatomy through an incision in the right groin (groin access site) which can result in a hematoma in that area. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the re-hospitalization related to the hematoma. It was reported that on (B)(6) 2016, the patient underwent a mitraclip procedure which was accessed via the right groin. On (B)(6) 2016, the patient was re-hospitalized for observation due to a right groin hematoma. No treatment was provided and after a few days of observation, the hematoma showed significant improvement. No additional information was provided.